Event description:
It was reported that intermittent noise in the sense/pace portion of the lead was observed. The lead remains implanted. Lead to be explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information notes the lead was explanted and replaced. No electrial anomalies were detected.